Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine¿s blood pump rotor tubing guide cover came loose and damaged the bloodline during a patient's hd treatment resulting in blood loss. The patient¿s estimated blood loss (ebl) is unknown. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.